Event description:
In 2008, the patient was found unconscious due to hypoglycemia (blood glucose value not provided) and was hospitalized. The patient stated that the display of the infusion device became unreadable on the day before. The patient changed the battery and the display remained unreadable. The patient continued to use the infusion device. The patient's blood glucose measured 4.6 mmol/l (82.8 mg/dl) before bed on the same day. The patient does not believe the issue with the display is related to the hypoglycemic event. The patient switched to the backup infusion device. No further information is available.